Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that there were no instrument errors generated during the time of the event. The cse ran a precision test and a system diagnostic test. The cause of the discordant ctni result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension rxl max with hm instrument on (B)(6) 2014. The discordant ctni result was not reported to the physician(s). The sample was repeated on the same system, which resulted lower. The ctni result that was previously obtained on (B)(6) 2014 from the same patient was reported to the physician(s). There are no reports of adverse health consequences due to the discordant ctni result.